Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose was not impacted. As the event occurred in the past, tandem technical support was unable to perform a pump system check.